Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of feeling sick and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for in the intensive care unit and was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of hospitalization. Caller reported that prior to hospitalization, insulin pump did not alarm that customer was not getting insulin. While hospitalized, customer's blood glucose was stabilized and when reconnected to insulin pump, customer's blood glucose elevated again to over 400 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Caller reported that drive support cap appeared normal. Caller states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. Issue may have been bent cannula.